Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a <10 ohm impedance measurement. Upon interrogation of implantable cardioverter defibrillator (ICD) an error message of 'shorted lead condition' was noted. Both lead and ICD were removed and replaced.